Event description:
It was reported that at the implant procedure, the lead had consistent low r-waves in several different positions. The physician noted that when the lead helix was screwed in it looked like the helix was pushing the lead back as the helix came out rather than screwing into the tissue. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.